Manufacturer narrative:
On the same day as the event onset, the patient was hospitalized for peritonitis. The reporter clarified the units of heparin as 500 iu (international unit) per liter. Three days later the reflin, tobramycin, and heparin were discontinued. That same day, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. Also that same day, the patient was discharged from the hospital. At the time of this report, the patient was not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Forty-five days prior to the receipt of the latest report, the patient manifested cloudy effluent. The cause of the peritonitis was reported to have been due to the fungal infection in their catheter. The following day, the patient self-medicated with reflin, tobramycin, and heparin for the cloudy effluent. Eight days later, the patient had not recovered and the patient discontinued the reflin, tobramycin, and heparin. The following day, the patient was diagnosed with peritonitis and hospitalized that same day. That same day, the patient started treatment with intraperitoneal vancomycin (2g every four days) and intraperitoneal fortum (1g daily) for peritonitis. Three days later, the vancomycin and fortum were discontinued. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with reflin (1 gram, once a day, route not reported), tobramycin (40 milligram, once a day, route not reported) and injection heparin (500 (units not reported) per 1 liter, frequency and route not reported) for peritonitis. The patient's recovery status was not reported. Dianeal therapy was ongoing. No additional information is available.